Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir lip ring had physical damaged. The customer blood glucose level was 152 mg/dl. Customer also stated that crack on the insulin pump at the battery compartment. Customer states the pump has cosmetic damage. Customer stated the infusion set and reservoir did not show signs of damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per health care professional. The device will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that there was damage to the battery compartment and not to the reservoir lip ring.

Manufacturer narrative:
Device had cracked battery tube threads. (B)(4).